Event description:
It was reported that prior to a routine device replacement procedure it was found that the right ventricular (rv) lead had a low impedance measurement. The rv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.